Event description:
Additional information was obtained through follow-up. There were no novalung console alarms that occurred. No clots were noticed in the oxygenator or tubing. No issues were noted with the cannulas. The operator did not have to deviate from anticoagulation protocols for this patient. Blood loss occurred, in the amount that is contained within the circuit itself. Blood loss volume was estimated to be 670 ml. The blood loss did not lead to any adverse effects, serious injuries, or the need for medical intervention. The patient was moved to a different xenios console and kit which completely resolved the issue. The expected parameters and gas exchange rates were restored. The xlung kit was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d4, d9, h3, h6 (health effect - clinical code) plant investigation: the oxygenator of the xlung kit 230 was returned to the manufacturer for evaluation. The oxygenator had been rinsed. Some blood residue was visible on the membrane. A performance test of the gas exchange was done. The mean value of the o2 transfer was 46 ml/min (limit 36 ml/min). The mean value of the co2 transfer was 144 ml/min (limit 111 ml/min). The gas exchange performance met the acceptance criteria. A review of the batch documentation was performed. No non-conformities related to the observed failure were found during the manufacturing process. The gas performance test for this batch was according to specification. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Examination of the sample did not reveal any defects and a product-related problem could not be confirmed.

Event description:
Additional information was obtained through follow-up. There were no novalung console alarms that occurred. No clots were noticed noticed in the oxygenator or tubing. No issues were noted with the cannulas. The operator did not have to deviate from anticoagulation protocols for this patient. Blood loss occurred, in the amount that is contained within the circuit itself. Blood loss volume was estimated to be 670 ml. The blood loss did not lead to any adverse effects, serious injuries, or the need for medical intervention. The patient was moved to a different xenios console and kit which completely resolved the issue. The expected parameters and gas exchange rates were restored. The xlung kit was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a xenios oxygenator was suspected to be underperforming during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. At the start of ECMO support, the post-oxygenator blood gas had a pao2 of 217mmhg at 100% fio2. Coronary angiography and percutaneous revascularization procedure of iva and cdx were performed with unchanged oxygenator performance, even at 80% fio2. The first blood gas performed in the tic at 17.30 resulted in a worsening of performance with a pos-oxygenator pao2 of 138mmhg at 80% fio2. The fio2 was increased to 100% to obtain a pao2 of 250mmhg. The cardiac surgeon and anesthetist agreed to continue the therapy as it was deemed safe for the patient, carefully monitoring subsequent events. In the following hours, post-oxygenator pao2 levels dropped to 130mmhg at 100%. At this time, the operators decided to perform an ECMO system change. The circuit was changed out without any problems and the new circuit was showing a post-oxygenator pao2 of 490mmhg at 100% fio2.